Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation there was an unknown warning message. There was also evidence of oversensed noise on the right ventricular (rv) lead. Surgical intervention was performed to replace lead however due to lack of venous access the procedure was cancelled. No adverse patient effects were reported. The patient will be reassess for the need for ICD therapy. A copy of the memory files were submitted for analysis. Analysis determined that there were no warning messages or fault codes recorded in the device. The time clock recently was changed likely due to daylight savings time. This would have displayed a pop-up box which maybe what the physician saw during the interrogation. Currently the device is programmed to tachy therapy off which was confirmed to have been ordered by the physician.

Manufacturer narrative:
--

Event description:
New information received indicates that due to patient's age and health the patient has refused further intervention.